Event description:
It was reported that a spectrum pump displayed system error 105 on (B)(6) 2015. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). The device has been rec'd by baxter for eval. The eval has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error which was not reproduced. System error 105 was confirmed through a review of the event history log and found to be caused by a failed motor. Visual observations internal to the motor identified: excessive motor bearing wear with shaft end play, and black material around the bearing, which has contributed to the motor failure. The failed motor assembly was replaced.